Manufacturer narrative:
Updated fields: b5, b6, b7, d4, e1, e4. G2, h2, h3, h6. Corrected fields: d7a. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device would not release during a therapeutic colon polypectomy. There was a procedural delay during sedation, less than 30 minutes, and a back-up device was used to complete the therapeutic colon polypectomy procedure with no reports of patient injury or harm.

Manufacturer narrative:
Updated fields: b5, h6, h11. This record is being submitted to correct the b5 and the h6 coding of the previously submitted record. Related a1 - patient identifier: (B)(6).

Event description:
It was reported that the single use ligating device was used on a colon polypectomy and when attempting to release it, the device did not work properly. A second device also could not be released in the same way; the third one was attempted outside the patient's body but was also unsuccessful. The procedure was completed with the fourth similar device. There were no reports of patient harm. This is report 1 of 3.